Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they had a little "over balanced" they night before the call and fell on the device. The patient stated that they think that the device moved a little. The patient stated that they were not sure if it did any damage. The patient further stated that the controller wouldn't turn on with the little button on the front. The screen was blank. The patient did not have new batteries to try. They were instructed to get new (B)(6) batteries and try the device and to call back it needed. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient reported they have an upcoming appointment on (B)(6) 2019 to have the device checked. Their programmer was working as expected after the batteries were changed. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had recently changed their programmer batteries and wanted to know if the programmer was functioning correctly. The patient was not sure if it was working because their screen had ¿a lot of marks on it¿ and they had never seen that before. Button usage and icon meanings were reviewed, the patient mentioned stimulation was on at 1.1v on program 3 and thought that resolved the reason for the call. No patient symptoms were reported. No further complications were reported.